Event description:
This report is based on information provided by philips and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xxl+ indicating that device failed the operational check at therapy testing. There was reportedly no patient involvement. The device case was cancelled. The device was not evaluated. The device remains at the customer site and no further evaluation is warranted at this time.